Event description:
The lead was later returned for analysis.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory in two segments. A conductor fracture was confirmed on the proximal segment at 158 millimeters (mm) from the terminal pin on the cathode coil. The anode coil was severed at 161 mm from the terminal pin. There was approximately 47 mm of polyurethane insulation missing. Visual inspection did not confirm the reported insulation damage; however, it was possible the damaged insulation was located on the missing portion.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 2,000 ohms. Then, during a subsequent device replacement procedure, the physician observed broken insulation on the lead. The lead was therefore explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.